Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, with levels remaining elevated for 3-4 hours. The blood glucose level was 545 mg/dl and the patient got treated with bolus using the pump. No further information is available.